Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly , patient was revised due to metal on metal complications.

Manufacturer narrative:
- Attachment: [wd011615-02.pdf].

Manufacturer narrative:
See attached.